Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned for evaluation. Clinical details noted placement signal not reliable (psnr) alarm was triggered with no changes in hemodynamics. Data logs were reviewed and an alarm #1055 psnr (opm invalid bench signal) was triggered during support. At time of alarm, cvp goes out of range with raw electrical placement signal remaining stable indicating the dp sensor was not affected. Additionally, at time of alarm, contrast becomes oscillating with a decrease in snr, light, and gain. Lamp increases to 100%. No patient movement was noted at time of alarm. Upon review of data logs, it is apparent that the console is the potential cause of the issue. . No problem was found with the pump. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
A complainant reported a patient was implanted with an impella rp flex implant for circulatory support. During support there were placement signal not reliable alarms. The patient's position remained unchanged and the cable was fully engaged. The staff monitored the patient and position and support continued. No further information was provided. Patient expired despite being on support with a left ventricular assist device and triple vasopressors.